Manufacturer narrative:
G4: 16jul2020. B4: 09oct2020. The field service engineer (fse) replaced the power management (pm) board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13oct2020; b4: 14oct2020. Per biomed, the unit was not in use on the patient. The issue was discovered during the precheck out of the unit. No delay in therapy was reported. The biomed states that the battery needs to be replaced because the battery already exceeded the age. No reported problem with the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported that the unit will not power on. The customer contacted product support and reported that when ac is connected that the power indicator lights amber, but the unit will not power on. The customer verified that the power supply voltage is good. The customer reported that it's unknown if the unit was in use on patient, but there was no patient harm reported.